Event description:
The customer reported via phone call that she got into her pool and forgot to remove the insulin pump. The device worked for a while after the water exposure but then the buttons became unresponsive. Customer stated there is fluid under the lcd display. Blood glucose value was 148 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.